Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed that the device's battery could be inserted but device would not power on. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify the reported issue. It was observed that the device suffered physical damage to pcb connectors and could not be repaired anymore. The device was returned to the customer unrepaired per their request. Stryker advised the customer not to turn device on.